Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 217 mg/dl. No significant events leading to the alarm were observed, other than the device having been dropped a month prior to the call. The issue was not resolved by replacing the battery, and no damage to the battery compartment, spring or contacts were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.